Event description:
It was reported the use of the spinal cord stimulation caused an increase in pain. The device system was explanted and not replaced. The patient recovered without sequela. A future drug infusion device system re-implant is planned.